Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the affected product be received for evaluation.

Event description:
The customer reported that propofol was infusing through a central line via the maxzero connector and medication was leaking around the luer connection. There was no adverse patient effect.

Manufacturer narrative:
Conclusion field left blank - no available code for undetermined or unknown cause. The customer¿s report of leaking around the luer connection was confirmed. Visual inspection of the maxzero observed a crack measuring 4.06 mm running in the direction parallel to the fluid flow. Functional testing was performed; a leak was observed to be coming from the crack. The root cause of the leak was due to the crack on the maxzero. The origin of the crack was not identified.